Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm 25. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power system error. The customer¿s blood glucose level was 178 mg/dl at the time of the incident. The insulin pump will be returned for analysis.